Event description:
It was reported that the colonovideoscope displayed a b120- communication error. It is unknown when the event was found. There was no report of patient/user harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced, and no problem was detected. The no-image issue was caused by corrosion on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.